Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted around the helix base, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Next, resistance and pressure testing was then performed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within the normal range. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that this atrial lead had become dislodged. A revision procedure was performed; the lead was attempted to be repositioned, however, the lead could not be positioned appropriately. The decision was made to remove and replace the lead. The new lead was successfully implanted with normal measurements. The explanted lead was returned for analysis. No adverse patient effects were reported.